Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-04814. Manufacturer report number: 2017865-2020-04815. It was reported that the patient presented in clinic for follow up. The patient reported that a scab that had formed over his pacemaker pocket. Also, the patient indicated that the scab drains, forms a scab, falls off, and drains once again. The patient noted that this has re-occurred for the past two to three months. The patient denied any fever or chills. No redness or swelling was noted on the pacemaker pocket. However, a dark scab was noted. The patient presented on (B)(6) 2020 for explant procedure due to pocket infection. Upon review, it was noted that the pacemaker was visible through the patient's skin. The pacemaker, right ventricular lead, and previously capped right ventricular lead was explanted. The patient was stable post procedure.